Manufacturer narrative:
(H3) the surgeon said after reviewing the xray and doing his physical examination that the jolt and sting of pain when bending and reaching to pick something up off of the ground, was just heterotopic ossification (ho) and that it will resolve itself. The patient was relieved to hear this as the physician didn't think there was any additional procedure necessary¿. After regulatory review, this event has been determined to not be reportable. There is no harm to the patient and no other treatment is necessary, according to the surgeon. This event has been determined to be not reportable.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, this male patient reported to a company employee that is 4 weeks out from right reverse shoulder surgery. The patient has had two previous shoulder surgeries related to damage resulting from a bone spur. The patient is now reporting clicking. The patient indicated he was reaching his arm down to pick up something from the ground and felt a jolt and a sting of pain. The patient thinks the clicking started after that. The employer encouraged the patient to reach out to his surgeon due to symptoms sound like a disassociated humeral tray and an x-ray was needed to confirm. The patient indicated his physical therapist there was nothing to worry about and he would call his surgeon that day.